Manufacturer narrative:
Reporter is company representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported during an unknown procedure on (B)(6) 2019 a screwdriver malfunctioned intraoperatively. The screwdriver would not grip onto the screw head properly prior to screw insertion. It was noted the edges appeared defective. The surgery was delayed 12 minutes. The procedure was completed successfully with a back-up screwdriver of an older design. There was no harm to the patient. Concomitant device reported: unknown screw (part # unknown, lot # unknown, quantity # 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A review of the device history record . Device history lot . Part: 03.010.107. Lot: 3272226. Manufacturing site: haegendorf. Release to warehouse date: 08. Oct. 2009. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Concomitant device reported: unknown screw (part # unknown, lot # unknown, quantity # 1). Investigation flow: device interaction/ visual. Visual inspection: screwdriver t25 l330 (qty:1, part#03.010.107, lot#3272226) was received at cq. Visual inspection of the returned screwdriver performed at customer quality (cq) confirmed the condition of a worn at the distal edges, which agrees with the reported complaint condition. The distal edges of the tip are rounded and show cumulative wear. Functional test. Functional test cannot be performed as the device was received by itself. Dimensional inspection document/specification review : no design issues were observed. Investigation conclusion: the complaint of screwdriver t25 l330 was confirmed with investigation. A root cause could not be determined during investigation, it is possible that the repeated usage and service may have contributed to the complaint condition. There were no issues during the manufacture of this product that would contribute to this complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.